Manufacturer narrative:
The device was returned to olympus and evaluated. The returned product was observed in its original tyvek packaging with the pouch opened at the proximal end. It was confirmed that the tip of the device was broken and did not appear to used. The remainder of the device appeared intact and undamaged. A definitive root cause has not been identified.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61154bx, device and determined the tip of the device was broken while in the package. The device was not used in a procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device evaluation. Correction to section h10. Update to section h6. The reported complaint was confirmed. The device was returned in the original packaging and was unopened. The distal tip was broken prior to being opened/used. Only the distal tip was damaged; the rest of the device had no notable abnormalities. A DHR review, performed by the OEM, found no abnormalities in the manufacturing of the suspect device.